Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated the wheel locks aren't working and the end user has it rigged up with a rope to cause the chair to stop.